Manufacturer narrative:
(B)(4). The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report the inability to remove the clip delivery system (cds) from the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The system was over-straddled to compensate for the transseptal puncture that was too high. The first mitraclip was successfully deployed, but the cds became stuck on the curve of the sgc during removal of the cds. Troubleshooting steps were performed, but the cds could not be separated from the sgc; therefore, both devices were removed together as a unit. Outside the anatomy, the cds was removed from the sgc using great force. A new sgc was inserted through the same transseptal puncture and two additional clips were successfully implanted reducing mr to 1. There was no reported adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported difficulty removing the clip delivery system (cds) from steerable guide catheter (sgc) was not confirmed as no resistance was noted upon retraction/removal. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the difficulty removing the cds through the sgc could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.